Manufacturer narrative:
Investigation summary bd received two photos for investigation. The evaluation of the attached photos showed evidence of foreign material, specifically glass, inside the tubes. A total of 100 retained samples were visually checked, and no foreign materials were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, glass was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, glass was seen inside of one tube. No adverse impact was reported regarding the patient or user.